Manufacturer narrative:
Pump received and unit alarmed error during self-test and lost sensor alarm due to faulty circuit board. There was no cosmetic damage noted. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed error but did not occur during prime and rewind sequence. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for error and pump failed the self test after bolus attempt. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.